Event description:
According to the reporter, after an esophageal procedure, it was noticed that the study recorded was shorter than the intended time of the procedure. During the study, the patient noticed that the recorder shut off while at home and after reviewing the study, the physician confirmed that only two hours of the study was recorded. There was no patient injury but a repeat procedure is needed. No other known adverse events were reported.